Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a gradual rise in shock impedance measurement from approximately 65 ohms at implant to now being around 150 ohms. The patient was noted to be obese and x-ray imaging was performed to check the integrity of the system. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The patient kept the explanted s-ICD system, and it is not expected to be returned back to boston scientific at this time.